Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed power system error. The customer's blood glucose level was 205 mg/dl at the time of the incident. Customer is not using a 620g/640g insulin pump with software version 2.6. Advised to remove the aa battery from the insulin pump and monitor the notification light and found the notification light stopped flashing immediately. Advised the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specifications and passed self-test and displacement test. Insulin pump trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.